Event description:
Caller reported a cartridge alarm 20 that did not cause the customer's blood glucose level to exceed 500 mg/dl. No adverse impact to the customer¿s blood glucose level was noted. Caller, who had experienced cartridge alarms with consecutive cartridges, received confirmation from technical support service (cts) to have the pump replaced. However, the caller was not interested in obtaining an out-of-warranty loaner pump.